Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, system would not power on despite all power connections being properly secured. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main cabinet remained at a black screen condition due to drawer 7.2 causing a system-wide failure. A field service engineer (fse) used a multimeter to verify that the drawer controller board and pyxie bus module board were faulty, with the drawer controller board reading 0.4 ohms. Both boards were replaced, and the drawer was tested successfully using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.